Event description:
It was reported the patient's scs leads had migrated (date of event and device information are unknown). As a result, the patient underwent surgical intervention on (B)(6) 2015 during which, the leads were repositioned which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: not applicable, no UDI available.